Event description:
It was reported that during a clinical trial procedure for an aneurysm in the left internal carotid artery-communicating (c7 segment), the patient had thrombosis at the posterior cerebral artery. The thrombosis was treated with integrillin and the physician had to wait about 60 minutes until the clot nearly resolved before achieving perfect wall apposition with the subject flow diverter. The aneurysm required over stenting with the subject flow diverter, as the landing zone between the posterior communicating artery and aneurysm was 3mm. So it was deployed distal to the posterior communicating artery origin (fetal dominant pca), successfully implanted and procedure completed. Site reported event as recovered and related to the subject flow diverter.

Manufacturer narrative:
Device is implanted in patient.

Manufacturer narrative:
H4 manufacturing date ¿ added. D4 expiration date ¿ added. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that thrombosis at origin of posterior cerebral artery, which needed to be over stented. Thrombosis with medication administration was reported, and a surgical delay of 60 minutes was noted due as the physician waited until the clot was nearly resolved before pta of the flow diverter to achieve perfect wall apposition. As a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted within the dfu, product labeling and/or risk documentation files, an assignable cause of anticipated procedural complication will be assigned to the event of patient vessel thrombosis.

Event description:
It was reported that during a clinical trial procedure for an aneurysm in the left internal carotid artery-communicating (c7 segment), the patient had thrombosis at the posterior cerebral artery. The thrombosis was treated with integrillin and the physician had to wait about 60 minutes until the clot nearly resolved before achieving perfect wall apposition with the subject flow diverter. The aneurysm required over stenting with the subject flow diverter, as the landing zone between the posterior communicating artery and aneurysm was 3mm. So it was deployed distal to the posterior communicating artery origin (fetal dominant pca), successfully implanted and procedure completed. Site reported event as recovered and related to the subject flow diverter.

Manufacturer narrative:
D4 lot # - corrected from 21443558 to 21443558r.

Event description:
It was reported that during a clinical trial procedure for an aneurysm in the left internal carotid artery-communicating (c7 segment), the patient had thrombosis at the posterior cerebral artery. The thrombosis was treated with integrillin and the physician had to wait about 60 minutes until the clot nearly resolved before achieving perfect wall apposition with the subject flow diverter. The aneurysm required over stenting with the subject flow diverter, as the landing zone between the posterior communicating artery and aneurysm was 3mm. So it was deployed distal to the posterior communicating artery origin (fetal dominant pca), successfully implanted and procedure completed. Site reported event as recovered and related to the subject flow diverter.update:received additional information on 17-may-2023 reported stenosis (stenosis of fetal pca, stent bridges origin) on 12 months post procedure which required treatment (aspirin 100mg/d continued). The event has a causal relationship with the procedure and a probable relationship with the subject flow diverter. The adverse event is still ongoing.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported that thrombosis at origin of posterior cerebral artery, which needed to be overstented. Thrombosis with medication administration was reported, and a surgical delay of 60 minutes was noted due as the physician waited until the clot was nearly resolved before pta (percutaneous transluminal angioplasty) of the flow diverter to achieve perfect wall apposition. 12m post post procedure additional information was received to indicate on-going aspirin 100mg/d treatment required. Stenosis of fetal pca, stent bridges origin was reported 12/16/2022. As a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted within the dfu, product labeling and/or risk documentation files, an assignable cause of anticipated procedural complication will be assigned to this complaint.

Event description:
It was reported that during a clinical trial procedure for an aneurysm in the left internal carotid artery-communicating (c7 segment), the patient had thrombosis at the posterior cerebral artery. The thrombosis was treated with integrillin and the physician had to wait about 60 minutes until the clot nearly resolved before achieving perfect wall apposition with the subject flow diverter. The aneurysm required over stenting with the subject flow diverter, as the landing zone between the posterior communicating artery and aneurysm was 3mm. So it was deployed distal to the posterior communicating artery origin (fetal dominant pca), successfully implanted and procedure completed. Site reported event as recovered and related to the subject flow diverter. Update: received additional information on 17-may-2023 reported stenosis (stenosis of fetal pca, stent bridges origin) on 12 months post procedure which required treatment (aspirin 100mg/d continued). The event has a causal relationship with the procedure and a probable relationship with the subject flow diverter. The adverse event is still ongoing.